Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b additional device product codes: hsz, gfa and gff. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery for metatarsal fracture. The surgeon drilled after setting a guide pin to insert a 3.0 mm ccs, but the tip of the drill bit broke off during drilling. The surgeon enlarged the burr hole with a 4.0 mm ccs drill and attempted to remove the broken tip of the drill bit, the surgeon accidentally shaved the broken tip of the drill bit, and it was scattered in the bone. A 4.0 mm ccs was inserted while the broken fragments of the drill bit were left in the bone. The surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 310.221 lot: f-17409 manufacturing site: werk selzach logistik supplier: (B)(4) release to warehouse date: 27 may 2015 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device found that the drill bit ø2/1.15 cann l150/48 3flute f/ was broken from the tip, confirming the reported complaint. Broken fragment was returned. No other defect was found. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.